Event description:
The customer reported that air came into the red striped tubing near the spike end. The tubing was used and the procedure was completed. No report of harm or injury.

Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. The lot number was not provided. A review of the device history record could not be performed. A review of the complaint database could not be performed. A follow-up report will be submitted when the device evaluation has been completed. Conclusion: a follow-up report will be submitted when the device evaluation has been completed.